Event description:
It was reported that during a videolaparoscopic gastroplasty procedure the device failed during an attempt to cut and staple. There was a reload being used with the device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle support. Evaluation summary: the analysis results found that the 6tb45 device was returned in good visual condition and with two reloads present. The reloads were received partially fired and with no damage in the lockout tab. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.